Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report cgm inaccuracies compared to blood glucose meter. Dexcom technical support contacted the patient to obtain further information on the cgm inaccuracies and the date of the event; however, at this time, dexcom technical support has been unable to reach the patient.